Event description:
It was reported the pt was not receiving adequate coverage in the needed area. As a result, the doctor planned on adding an additional system to address the issue. A review of the manufacturer's device record database revealed an additional scs system was implanted on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.